Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first tissue sample attempt in a kidney biopsy the health care provider fired the device into the lesion and when it was pulled out of the patient the hcp rotated the needle to get the first tissue sample and allegedly a piece of white cylindrical plastic about 2 mm was found in the sample notch. A coaxial was not used during the procedure but the skin was nicked before the procedure started. No tissue sample was collected on the first attempt. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review:a manufacturing review was performed. The lot met all release criteria.visual/microscopic inspection:the sample was returned used. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). There were no visual anomalies noted on the device. The small piece of foreign material was removed from the petri dish for examination. The foreign material measured and found to be 0.1651" in length. The foreign material had a hard texture. Functional/performance evaluation:the firing trigger was pressed and both the cannula and stylet advanced. The rotational knob was twisted to examine the sample notch. No other anomalies were noted.conclusion: the investigation is confirmed for foreign material present in device. However, the origins of the foreign material are unknown.per manufacturing process, all magnum needles are 100% inspected for any visible damages or defects prior to packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, the definitive root cause could not be determined.labeling review: the current IFU (instructions for use) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Precautions: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use.